Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Concomitant product of "unknown cable" was added per follow-up information received by the user facility. The reported event was not duplicated and no other failure was found during the device evaluation. Routine maintenance was performed on the device and it was returned to the user facility.

Event description:
It was reported during testing conducted at the user facility that the micro drill was running without user activation while it was in the off position and while it was in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported during testing conducted at the user facility that the micro drill was running without user activation while it was in the off position and while it was in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.